Manufacturer narrative:
The case states that two nurses got medivators rapicide glutaraldehyde in their eye as they were changing the chemistry with a transfer pump on a medivators mv1 automated endoscope reprocessor. The facility contacted medivators for directions. Medivators tech service representative provided the msds. The nurses that were exposed rinsed their eyes for 15 minutes and then went to urgent care for additional irrigation. There was limited information reported to medivators. There were no reports of long term injury or illness as a result of this incident. There were no reports that stated the nurses were wearing the appropriate protective equipment while handling this chemical. Medivators will continue to monitor this complaint. This complaint will be stored in medivators complaint system.

Event description:
Two operators of a medivators mv1 were sprayed in the eyes as they were changing the rapicide chemistry on a medivators automated endoscope reprocessor.